Event description:
It was reported that the micl12.6 implantable collamer lens was folded incorrectly during loading and inserted upside down. The lens was removed without any pt injury. The reported stated the incident was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was no visible damage to the lens, however, there was a clear surgical residue on it.